Event description:
It is alleged that the pump settings changed on their own during an infusion therapy. Initially the report stated the pump was set to 0.0 m/hr, 2.5 ml bolus, 00:15 lockout, 120 bag volume. After 80 ml's the patient complained of nausea and dizziness. The pump settings were not verified by the staff at this time. However, a few hours later a new catheter was placed on the patient and the pump restarted. The patient started complaining of increasing nausea and dizziness. At this point, the pump settings were verified. The setting allegedly changed from 0.0 ml/hr to 20.0 ml/hr. The pump therapy was stopped at this time.

Manufacturer narrative:
Before any testing started the pump setting were reviewed/verified to be 0.0 ml/hr, 2.5 ml bolus, 00:15 lockout, 120 ml bag volume. Several performance tests were conducted, including trying to re-create the alleged failure of the settings changing during therapy. The pump was evaluated and found to perform as specified for each programmed test. At no time during the evaluation or powering on and off the pump did the pump alarm and display an error code. Due to the internal memory in the pump and the self check upon powering up the pump, it is virtually impossible for the pump to inadvertently change settings in the middle of the infusion therapy. Summit medical believes that error was due to user error. Summit medical believes the end user programmed the pump and did not verify the programmed settings afterwards. Summit medical believes this occurred when the catheter was changed. The pump settings can be verified at any time during the infusion therapy by pressing the run/pause button then tapping the bolus button. Had the pump settings been reviewed, the error would have been caught.